Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-17759. It was reported the patient's t12 lead had migrated and was fractured. X-ray revealed the lead had kinked. High impedances were also noted. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. The patient's t10 lead was also explanted and replaced for better placement. Effective therapy was established post-operatively.